Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was 11 mmol/l. Customer was able to clear alarm. Customer was able to rewind the insulin pump. Customer did self test successfully. Insulin pump alalrmed again after self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. No post-reset ram crc alarm noted. Hardware low level failures alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly.